Event description:
Unomedical reference number (B)(4). Event occurred in the canada. Patient reported bent cannula which led to hospitalization. Bg value when admitted to hospital was 27 mmol/l. During hospitalization, patient received IV insulin drip as corrective drip. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.